Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative open ventral hernia, the product had a failure. The hernia had a midline failure, the size of the defect was 50x50 and the mesh had a normal appearance. The wound was closed with a suture after the procedure.